Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer's husband reported the consumer was unable to get the implantable neurostimulator (ins) to charge more than 3/4 full and then when it did charge to 3/4 the ins depleted within four to five hours the same day. A manufacturer representative checked the recharger equipment and it seemed to be working fine. At implant the battery was only at 1/4 full and when the consumer met with the representative for programming the representative told the consumer the ins battery was depleted. Additional information received from the representative reported the consumer was on an hd program so that was most likely what was causing rapid battery drain. The physician was aware of the issues. Indication for use included spinal pain.

Event description:
It was reported on (B)(6) that the patient never had therapeutic effect since implant. The patient had met with the manufacturer¿s representative (rep) several times for programming but the rep. Couldn¿t get stimulation to go to the correct location where the patient needed it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received on (B)(6) reported that the manufacturer¿s representative (rep) wasn¿t sure why the patient was stating she was not getting coverage. The leads were in a good position and impedances were normal. The patient stated she couldn¿t feel stimulation down the back of their leg. Two reps. Tried reprogramming the patient but nothing seemed to work for her. At the current time the rep. Stated they needed to wait to let the leads scar in a little more and go from there. Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(6). It was reported that the patient¿s stimulation never provided the coverage needed since the time of implant. Additionally, the charging system never seemed to charge the battery adequately. The battery could never get over a 50% charge level. The patient has not charged the battery in over four years, and the implantable neurostimulator was confirmed to be overdischarged. The manufacturer representative met with the patient on (B)(6) to try and jump start the battery multiple times with no success. The patient indicated that she would like a battery replacement. A surgical intervention has been planned, but not yet performed. It was noted that the health care professional has no further information regarding the event. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.